Manufacturer narrative:
No unexpected power loss alarm was noted. The sleep currents were within specification. The insulin pump passed the self test and displacement test. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report repeated power loss alarms. The customer's blood glucose level was 13.2 mmol/l. The customer treated with a manual injection. The customer was informed that the product would be replaced. No further details were provided.